Manufacturer narrative:
Zimvie complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that the implant collar fractured and was removed. Symptoms caused by the event: pain. Regeneration performed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event . H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One imp, tsv, mcol mg,4.1mm,11.5mml (tsvm4b11) was returned for investigation. Visual evaluation of the as returned product identified fracture around the collar. Additionally, there was bone tissue around the external threads. Functional testing could not be performed due to the nature of the device and event. No pre-existing conditions were noted in the per. The reported device had been placed on tooth # 36 for approximately 2 years. DHR review for the lot (63333920) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63333920) for similar events (complaint category keywords: functional: fracture: implant) and 1 other complaint was identified. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.